Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable, check therapy pad messages) has been confirmed. As received, the electrode belt failed incoming functionality testing, specifically a therapy electrode recognition test. The cause for the test failure and the non-functional therapy electrodes was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt had a damaged cable and caused check therapy pad messages.